Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed postoperatively anisometropia with highly myopic outcome in the left eye. The original +19.5d lens was explanted and replaced with a +16.5d lens. Current patient prognosis is reported as good. According to the surgeon's opinion, the event is related to outlier on the predictive accuracy of the srk-t formula or to iol not staying in posterior vaulting position. Patient's prognosis is good.